Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited the tissue pad was worn out and partially peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Upon inspection of the subject device, the reported event was confirmed. Based on the available information from the complaint and the findings of the investigation, it was not possible to determine the root cause of the event. Based on past investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.